Manufacturer narrative:
The following fields were updated, corrected, or information added from the voluntary medwatch report (mw5074647) received by the FDA on 1/17/2018. Document below for the voluntary medwatch report submitted regarding this patient. (B)(4). (B)(6). (B)(4). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ [voluntary medwatch report (mw5074647).pdf].

Event description:
It was reported that on or around (B)(6) 2015, the patient underwent laparoscopic hernia repair whereby a ¿gore-tex mesh¿ was implanted. The product description of the alleged ¿gore-tex mesh¿ was reportedly unknown. Additional details including product description and lot number of the alleged ¿gore-tex mesh¿ were requested but were reportedly unknown. The patient reported she did not improve after the (B)(6) 2015 procedure. It was reported the patient was transferred to dr. (B)(6) at (B)(6) healthcare and required emergency surgery involving a bowel complication, and the patient reported her life was in jeopardy. According to the patient, she was throwing up green bile and had to have a gi tube placed. Records detailing the (B)(6) 2015 implant procedure and records detailing the patient¿s post-implant operative course were requested but were not provided. The patient reported she continued to have problems, including constipation, difficulty digesting food, and stomach pain requiring pain pills. The patient stated that on an unknown date, a cat scan was performed, and based on the results of the scan she was told the alleged gore mesh needed to be removed. Records detailing the patient¿s post-operative course and cat scan results were requested but were not provided. It was reported that on or around (B)(6) 2015, the alleged gore mesh was reportedly removed and a biologic mesh (manufacturer unknown) was implanted. The patient reported the alleged gore mesh was found to be within her bowels, and the physician had to remove the mesh piece by piece. Records detailing the (B)(6) 2015 procedure were requested but were not provided. The patient reported she was seen for follow up last month and had a cat scan done at that time. She reported the cat scan showed the biologic mesh is ¿failing¿ and that she has presented with another hernia. Records detailing the patient¿s post-operative course after the (B)(6) 2015 procedure were requested but were not provided. Medical records pertaining to the reported events detailed in the voluntary medwatch have been requested but have not yet been provided.

Manufacturer narrative:
B7: added medical history h6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: great river medical center. [Provider signature illegible]. Emergency room visit. Hpi: abdominal pain x 5-6 days. Constant, burning. Burp up food. Ros: constipation, chills. Pmh: peptic ulcer, gerd. Psh: tubal ligation. Impression: obstipation. Disposition: home, stable. (B)(6) 2009: (B)(6) medical center. (B)(6) md. Radiology¿xr ap abdomen (kub [kidney-ureter-bladder x-ray]). Impression: moderate amount of retained fecal matter. (B)(6) 2010: (B)(6) medical center. Dr. (B)(6) . Emergency room visit. Hpi: abdominal pain started 4 days ago. Associated with nausea. Ros: constipation. Psh: btl [bilateral tubal ligation]. Impression: abdominal pain acute, gerd. Disposition: home, stable. (B)(6) 2011: (B)(6) medical center. Dr. (B)(6) . Emergency room visit. Hpi: abdominal pain x 5 days. Pain intermittent, cramping. Abdomen soft. Impression: abdominal pain acute. Disposition: home. (B)(6) 2011: (B)(6) medical center. Dr. (B)(6) emergency room visit. Cc: abdominal pain x 2 weeks. Severity: moderate. Exacerbated/relieved by nothing. Similar symptoms previously. Ros: constipation. Pmh: peptic ulcer. Psh: egd, bilateral tubal ligation. Exam: abdomen soft, non-tender, normal bowel sounds. Impression: abdominal pain. Disposition: home, stable. (B)(6) 2011: (B)(6) medical center. (B)(6) md. Procedure report. Procedure: colonoscopy with biopsy. Indications: blood in stools. Had egd in (B)(6) after some melena while taking ibuprofen, told had ulcer, set up colonoscopy. Impression: malignant appearing mass near obstruction area of splenic flexure/distal transverse colon. Second mass in descending colon biopsies. Otherwise unremarkable exam left colon. Recommendations: cannot advance scope past mass. Cannot examine right colon. Refer to dr. (B)(6) , left hemicolectomy. Cannot confirm remainder colon is clear. Could not tattoo lesions due to lack of material, both large enough, palpable during surgery. Set up CT abdomen and labs. (B)(6) 2011: doctors anatomic pathology services, pa. (B)(6) md. Pathology report. Dx: distal transverse colon mass, multiple fragments: moderately to poorly differentiated adenocarcinoma. Descending colon mass, multiple fragments: consistent with villoglandular polyp with focal features of high-grade dysplasia. (B)(6) 2011: (B)(6) medical center. Dr. (B)(6) . Emergency room visit. Cc: vomiting, diarrhea & bowel pain. Impression: bowel prep, anemia. (B)(6) 2011: [missing records: records for the ¿partial colectomy surgery¿ were not provided.] (B)(6) 2011: (B)(6) medical center. Dr. (B)(6) emergency room visit. Cc: abdominal pain. Started this am. Had partial colectomy last week, ¼ of colon removed. Ros: gi: abdominal pain, nausea, vomiting. Progress: CT abdomen, distal small bowel obstruction, adhesions, moderate ascites, small amount free air. Discussed with dr. [Illegible] for dr. [Illegible] who accepted for transfer. Impression: small bowel obstruction. Free air bowel. [Illegible]. Transferred stable. (B)(6) 2011: [facility not identified]. (B)(6) md. Radiology-abd/pelvis w. Impression: distal sec. (Adhesions). Moderate ascites, small amt of free air. Records detailing the origin of the incisional hernia, including records for the colon resection performed in 2011 as noted in the 10/8/2015 records, were not provided. (B)(6) 2015: (B)(6) medical center. (B)(6) md. Emergency room visit. Cc: abdominal pain. Wt 220 lb, bmi 35.36. Pmh: esophageal reflux. Hpi: abdominal pain, 2 hours prior to arrival. Location epigastrium, right and left upper quadrant. Pain described as colicky, cramping. Hx abdominal surgery. No hx of adhesions. Ros: gi: positive for nausea, vomiting. Social hx: tobacco use, current smoker. Exam: gi: negative distention, scars, abdominal wall hernia. Bowel sounds normal. Soft abdomen. Moderate abdominal tenderness, guarding. Tenderness periumbilical area. Impression: ventral hernia, irreducible, sbo. Disposition: inpatient admission. (B)(6) 2015: [facility not identified]. [Provider signature illegible]. History and physical. Cc: abdominal pain. Pmh: uncontrolled dm. Exam: abdomen: tender abdomen with hernia. Admitting dx: incarcerated incisional hernia. (B)(6) 2015: (B)(6) hospital system. (B)(6) . Radiology ¿ abdominal ultrasound limited. Hx: right upper quadrant pain. Impression: enlarged liver, fatty infiltration without focal lesions. No evidence cholelithiasis or dilated bile ducts. [(B)(6) 6mchs-kba-00672] (B)(6) 2015: (B)(6) medical center. (B)(6) md. Radiology ¿ CT scan abdomen/pelvis with contrast. Hx: abdominal pain: colon ca. Impression: fatty infiltration noted throughout liver. Dilated proximal small bowel extends midline ventral hernia. Small bowel distal to hernia decompressed. Prior partial colectomy with anastomoses upper central pelvis. Left adnexal cyst. Diverticulosis without diverticulitis. (B)(6) 2015: (B)(6) medical center. (B)(6) md. History and physical. Hpi: severe abdominal pain. Surgeon dx a ventral hernia, recommended surgery. Modifying factors obese. Psh: bilateral tubal ligation. Smokes 1 ppd. Exam: abdomen: positive for guarding. Ng tube. Dressing clean, dry over abdomen. (B)(6) 2015: [facility not identified]. (B)(6) crna. Anesthesia record. Procedure: incisional hernia repair. Asa 3 e. Anesthesia: general. Uncontrolled dm. Gi: bowel obstruction. (B)(6) 2015: (B)(6) hospital system. (B)(6) . Radiology¿xr ap abdomen (kub). Hx: abdominal pain. Findings: ventral hernia repair, surgical staples over midline. Bowel gas pattern unremarkable. Impression: postop changes. (B)(6) 2015: [facility not identified]. (B)(6) md. Progress note. Ventral hernia without obstruction or gangrene. Two bowel movements, passing gas. No postop complications. Plan: remove ng tube, clear liquids advance. (B)(6) 2015: [facility ni]. [Illegible]. Progress note. Vomiting yesterday, improving slowly, resolve ileus. (B)(6) 2015: (B)(6) medical center. (B)(6) md. Progress note. Pt pulled out ng tube. Thinks surgery was done wrong because has nine puncture wounds. Having bowel movements and ambulatory. Defer to dr. Mason about re-inserting ng tube. Abdomen soft, no bleeding or infection. Impression: needs more insulin. Plan: increase insulin. (B)(6) 2015: (B)(6) medical center. (B)(6) md. Discharge summary. Discharge dx: repair incarcerated incisional hernia. Hospital course: admitted with complaint of recurrent upper abdominal pain with nausea. Evidence recurrent incisional hernia in anterior abdominal wall. Confirmed by CT scan preoperatively. Brought to surgery, laparoscopic repair of incisional hernia accomplished. Postoperatively, did well, normal healing of wounds. Discharged clear liquid diet. Will be seen 1 week in office. (B)(6) 2015: [facility not identified]. Dr. (B)(6) . Physician¿s orders. Transfer to (B)(6). (B)(6) 2015: [missing records: records from ¿transfer to (B)(6) hospital in (B)(6) ¿ were not provided.] (B)(6) 2015: (B)(6) medical center. (B)(6) md. Emergency room visit. Cc: abdominal pain. Wt 215 lb, bmi 33.74. Pmh: esophageal reflux. Hpi: abdominal pain onset 1 day prior to arrival. Pain described as colicky, sharp and stabbing. Symptoms worsened with movement, improved with lying still. Severity of pain moderate. Hx of abdominal surgery and adhesions. Hx of similar problem in past. Ros: gi: positive nausea, vomiting. Psh: bilateral tubal ligation, colon, umbilical hernia repair, ventral hernia repair. Habits: stop smoking 1 yr. Exam: gi: positive for distention, scars and abdominal wall hernia. Old array scars and sensitive abd wall areas. Bowel sounds increased and high pitched. Soft abdomen. Moderate abdominal tenderness, generalized. Impression: sbo [small bowel obstruction]. Transfer to (B)(6) . Care of dr. (B)(6) for higher acuity facility. Should follow up with surg. Condition transfer stable. (B)(6) 2015: [missing records: records from (B)(6) hospital in (B)(6) , care of dr. (B)(6) for higher acuity facility, possible hernia surgery redone¿ and alleged injuries, were not provided.] (B)(6) 2016: (B)(6) medical center. (B)(6) md. Emergency room visit. Cc: abdominal pain. Vitals: wt 205 lbs, bmi 32.18. Hpi: abdominal pain x 2 weeks, described as aching, sharp, moderate. Hx abdominal surgery. No hx of adhesions or immunosuppression. Hx similar problem past. Associated constipation. Hernia surgery (B)(6) 2015 and re-done (B)(6) 2015. Exam: gi: negative for distention, scars, abdominal wall hernia, bowel sounds normal, soft abdomen, moderate tenderness, generalized. Impression: abdominal pain, generalized. Discharge instructions: advised to return if worsening. Follow up (B)(6) md, 1-2 days if symptom not improve. (B)(6) 2016: (B)(6) hospital system. (B)(6) . Radiology¿noncontrast CT of the abdomen/pelvis. Hx: abdominal pain, pelvic pain. Findings: gallbladder removed. Increased density anterior aspect ventral abdominal wall suggesting mesh. Ventral abdominal wall hernia is seen measuring 2.4 cm ap x 2.6 cm transverse x 6.0 cm. Small bowel seen within superior aspect of hernia without evidence of obstruction. Heterogeneous density within inferior aspect of hernia which could represent fluid or small bowel. Operative changes of partial colectomy are seen. No free air or free fluid seen. Impression: ventral abdominal wall hernia containing small bowel. Heterogeneous density in inferior aspect of hernia may represent small bowel or fluid. No small bowel obstruction. Probable ventral abdominal wall mesh. (B)(6) 2016: [missing records: records for ¿ventral abdominal wall hernia¿ was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Corrected weight. Added alleged injuries. Added additional medical history. Added patient codes corresponding to alleged injuries. Conclusion code remains unchanged.

Event description:
It was reported to gore that the patient alleges the following injuries: additional surgery, extensive adhesions, removal of mesh, inflammation and infection.

Manufacturer narrative:
Added additional medical history. Added di#. Corrected initial reporter address and phone number. Corrected date. Added selection. Corrected result code. Conclusion code remains unchanged. Added medical record summary. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records detailing the origin of the incisional hernia, including records for the colon resection performed in (B)(6) as noted in the (B)(6) 2015 records, were not provided. Records dated (B)(6) 2015 indicate the patient underwent lysis of adhesions with repair of a midline incarcerated incisional hernia and two additional small 3 cm incisional hernias. The records state: ¿there were multiple intraperitoneal adhesions present between the small bowel in the anterior abdominal wall. These were taken down using a sharp dissection.¿ ¿small bowel was found incarcerated in the larger incisional ventral hernia and the bowel was freed by lysing adhesions of the bowel to the subcutaneous tissue. Following this there was a defect identified approximately 5 cm in diameter which represented the largest of the 3 incisional hernias.¿ the (B)(6) 2015 records state: ¿a piece of gore dual mesh measuring 15 x 19 cm or [sic] was selected. The mesh was labeled to maintain proper orientation and four-quadrant sutures were placed using 2-0 nylon to secure the mesh to the anterior abdominal wall. The mesh was then placed in the abdominal cavity and rolled flat. Great care was taken to make sure that the smooth peritoneal surface of the mesh was oriented to the peritoneal cavity. The mesh was secured by making several 1 cm incisions at an appropriate distance from the hernia and the sutures that had been secured to the mesh were brought out through the abdominal wall and secured, tying the suture to the underlying fascia and subcutaneous tissue. Following this the mesh was secured circumferentially using a pro tacter [sic]. In several places a double row of tacks were placed at the edge of the mesh and approximately 2 cm from the edge of the mesh. At the conclusion of this part of the case the mesh was securely attached to the abdominal wall with no gaps present that could allow bowel to adhere to the mesh.¿ ¿the patient tolerated the procedure well.¿ the (B)(6) 2015 records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/13412197) was implanted during the procedure. Notes dated (B)(6) 2015 state: ¿post op she claimed her right arm had been broken in surgery. She claims she had nine surgeries because she has nine holes in her abdomen and was only told by the surgeon she needed one surgery. She has had several bowel movements and is spitting up but not vomiting but wants her ng tube back down.¿ ¿abdomen soft with normal bowel sounds.¿ discharge records dated (B)(6) 2015 indicate ¿postoperatively, the patient did well with normal healing of her wounds. She was discharged tolerating a clear liquid diet satisfactorily.¿ records dated (B)(6) 2015 state radiography of the chest and abdomen was performed. Findings state: ¿a loop of small bowel remains dilated in the left side of the abdomen since the kub from (B)(6) 2015. Multiple retention type sutures are noted in the abdominal wall. There is a paucity of gas in the right side of the abdomen and pelvis. No free air or portal venous gas are appreciated.¿ ¿impression: probable persistent small bowel obstruction.¿ records dated (B)(6) 2015 state the patient was seen at a different hospital due to not being able to eat. ¿[patient] is a 47 [year old] lady that had laparoscopic ventral incisional hernia repair with mesh on 7/25 in blytheville.¿ ¿she has had a continued postop ileus since surgery. She does have occasional flatus but has bilious emesis.¿ assessment notes state: ¿[postoperative date] 5 [status [post] ventral [incisional] hernia repair¿now with what appears to be incarcerated small bowel in [right upper quadrant] 12mm port site on CT scan. Explained the need for emergent repair and possible bowel resection.¿ operative records dated (B)(6) 2015 indicate the patient underwent open repair of an incarcerated incisional hernia. The records state: ¿we opened the right upper quadrant port site hernia skin incision with a knife. On palpation I could feel the knuckle of small bowel incarcerated within this hernia. However, due to the amount of subcutaneous tissue, I could not visualize this. Therefore, I did extend the incision medially to make an approximately 8 cm incision. At this point, we had good exposure and the loop of bowel was viable. However, there appeared to be a vicryl stitch attached to the serosa. This was released with metz.¿ the (B)(6) 2015 operative report continues: ¿there was no full-thickness defect to the bowel and the bowel was then easily reduced down in the abdomen. We then closed the defect in 2 layers using 0 pds in an interrupted figure-of-eight fashion for the posterior fascia as well as the anterior fascia. At this point, we irrigated at the wound and closed it in 2 layers using 3-0 vicryl in an interrupted figure-of-eight fashion of the subcutaneous tissue and then staples for the skin. We then placed sterile dressing over the top of this. We redressed all her previous stab incisions from laparoscopic hernia repair with steri-strips and mastisol.¿ there was no mention of infection and no mention of device removal in the records. Records dated (B)(6) 2015 state the patient was seen for follow up. ¿she denies any significant postoperative complications.¿ ¿doing well. Incisions healing well.¿ records dated (B)(6) 2015 state the patient was seen for postoperative follow up. ¿patient underwent a ventral incisional herniorrhaphy by open repair of incarcerated incisional hernia on (B)(6) 2015. The hernia repair location was upper midline. She admits to having problems after the surgery with complaints of excessive flatus and pain in [left lower quadrant]. The patient states she has resumed limited activities. She has resumed no lifting and no physical exercise.¿ plan notes state: ¿incisions are well healed. She has some significant new pain on the left [abdomen]. No obvious hernia on exam but hard to tell with body habitus. She needs a CT scan to [rule out] a recurrence.¿ records dated (B)(6) 2015 state the patient was seen for follow up and a CT of the abdomen and pelvis was performed. CT findings include: ¿there has been a prior ventral hernia repair with mesh placement. There is a probable seroma deep to the mesh. On the right lateral and superior margin of the mass adjacent to the falciform ligament there is a hernia medial to the rectus abdominus muscle containing a loop of small bowel. This bowel loop is likely incarcerated but does not appear to be resulting in obstruction. There is no definite strangulation.¿ ¿impression: prior proximal colectomy and ileocolonic anastomosis. On today¿s examination the small bowel loops are nondilated. There is no sign for a obstruction. There is however a hernia involving the ventral abdominal wall adjacent to the falciform ligament which contains a small loop of small bowel. This bowel loop is likely incarcerated but does not appear to be obstructed. There is adjacent ventral mesh and subadjacent probable seroma.¿ operative records dated (B)(6) 2015 state the patient underwent: ¿1. Open repair of recurrent incisional incarcerated ventral hernia with biological mesh. 2. Complex wound closure with subcutaneous flaps. 3. Lysis of adhesions for one hour before excision of old mesh.¿ postoperative diagnosis states: ¿recurrent incarcerated incisional ventral hernia.¿ the (B)(6) 2015 report states: ¿this is a 47-year-old diabetic obese lady who has history of colon cancer status post colon resection in (B)(6). She developed bowel obstruction with an incarcerated incisional hernia that was treated at an outside hospital with laparoscopic repair of the hernia with gore-tex mesh. Postoperatively, she was transferred from that facility to our facility for prolonged ileus and actually was found to have an incarcerated loop of small intestine at the trocar site from that hernia repair.¿ ¿she recovered over the last few months and has quit smoking altogether; however, she had some pain that did not seem like just typical postoperative soreness. Therefore, we obtained a CT scan and she had a knuckle of bowel around the superior portion of the hernia repair where essentially the hernia had recurred and this did not appear to be reducible, however, she was not obstructed on the cat scan clinically. We had a long discussion about the need for repair for this and other risks and benefits. I explained the risks of infection and recurrence especially giving her diabetes mellitus and obesity and she wished to proceed.¿ the (B)(6) 2015 operative report states: ¿we made a midline incision and included excision of scar in this incision. We dissected down to the fascia with electrocautery. Once we encountered the fascia or really just scar in the midline, we very gently proceeded so as to not injure the bowel which was incarcerated in the superior portion of the incision. At this point, it took an hour to lyse adhesions enough to get the bowel out of harm¿s way and also to remove the gore-tex mesh and all the metal tacks which he had used. There was a significant seroma capsule deep to the gore-tex mesh overlying the bowel . I took a piece of this and sent it for culture although the fluid just appeared to be a simple seroma. The mesh was then sent to pathology.¿ the (B)(6) 2015 operative report continues: ¿at this point, the defect measured about 5 x 13 cm and the area of the subcutaneous flaps measured 15 x 16 cm. We then used a 10 x 16 cm piece of biologic mesh specifically xcm and it was secured in an underlay fashion using interrupted u stitches with 0 pds taking care to not injure the bowel and not leaving any gaps. Once this was complete, it relieved some of the tension off of the fascia and the fascia was closed in the midline with 0 pds in running fashion. We then irrigated subcutaneous wound and ensured we had good hemostasis and placed a 19-french blake drain coming out the right lower quadrant within the subcutaneous space and secured with a drain stitch. We then closed the wound in 2 layers using 2-0 vicryl in a running fashion for subcutaneous tissue and 4-0 monocryl in running subcuticular fashion for the skin and then steri-strips and mastisol on top of this. We then placed a binder.¿ there was no mention of infection of the gore device. A pathology report dated (B)(6) 2015 regarding specimens collected (B)(6) 2015 states: ¿specimens received: mesh from abdomen. Diagnosis: mesh from abdomen: small fragment of benign fibroadipose tissue with mild chronic inflammation and fibrosis consistent with origin from clinical hernia. Foreign material. Gross description: mesh from abdomen: received is a container of formalin labeled. Mesh from abdomen. Received in the container is an irregularly shaped pieces of white to tan foreign material measuring approximately 14.7 x 9.6 x 0.4 cm in greatest dimension. There are multiple spiral shaped metallic foreign bodies and blue sutures attached to this material. There are no markings or identifying factors on the material. Also received within the accompanying container is an irregularly shaped piece of tan to pink tissue measuring 3.1 x 1.5 x 0.6 cm. Sectioning the tissue appears grossly unremarkable.¿ a culture report regarding the seroma specimen collected during the (B)(6) 2015 was not provided. Records dated (B)(6) 2015 state the patient was seen for a postoperative follow up ¿after undergoing ventral incisional herniorrhaphy by open repair of recurrent incisional incarcerated ventral hernia with biologic mesh, defect of 5x13cm. Complex wound closure with subcutaneous flaps measuring 15x16cm. Lysis of adhesions for one hour before excision of old mesh on (B)(6) 2015. The hernia repair location was full midline. She admits to having problems after the surgery with complaints of constipation and abdominal cramping, gas, chills at night, and incisional pain. The patient states she has resumed normal activities.¿ plan notes state: ¿incision healing well. She is having ¿gas pain¿ and constipation and I recommend her to take miralax. She complain of chills and burning on urination.¿ discharge summary records dated (B)(6) 2015 states: ¿she presented to great river medical center with complaint of crampy abdominal pain. She was worked up by CT scan in the ed and found to have a partial small bowel obstruction.¿ the records indicate the patient was admitted to the hospital for treatment. ¿initially, she was kept n.p.o. With an ng tube in place. She started having bowel function. At that time, her ng tube was removed and she was started on clear liquids. Her diet was advanced as she tolerated.¿ ¿[the patient] quickly improved. By (B)(6) 2015, she was tolerating a regular diet. Her vital signs are stable. She was afebrile. It is felt at that time that she could be discharged home.¿ records dated (B)(6) 2015 state the patient was seen for follow up. The records indicate that labs taken during the patient¿s hospital stay from (B)(6) 2015 were within normal limits. Plan notes state: ¿doing better, incision well healed. Still has expected soreness.¿ records dated (B)(6) 2015 state: ¿[patient] has normal 2 month postop soreness and is doing well. No recurrence on exam. Incision well healed.¿ records dated (B)(6) 2016 state the patient was seen for follow up. ¿she admits to having problems after the surgery with complaints of llq pain that goes around to her back. The patient states she has resumed normal activities.¿ ¿she recently underwent a colonoscopy on (B)(6) 2016 which revealed the following impression: patent end-to-end ileo-colonic anastomosis, characterized by healthy appearing mucosa; non-bleeding hemorrhoids; the examination was otherwise normal; no specimens collected.¿ ¿c-scope ok. Otherwise doing well. No hernia recurrence.¿ records dated (B)(6) 2017 state the patient was seen for follow up. ¿patient is describing some pain in her abdomen is concern for recurrent hernia. I do not feel on exam. However given her pain which is new, I think we should repeat his CT scan to rule this out.¿ records dated (B)(6) 2018 indicate a CT of the abdomen/pelvis was performed. Findings include: ¿prior right colectomy and ileocolic anastomosis. Anastomosis intact. No obstruction or free fluid. Umbilical hernia containing nonobstructed loop of small bowel.¿ impression from the CT states: ¿1. Since (B)(6) 2015, no evidence of disease recurrence. 2. Small bowel containing umbilical hernia. No evidence of obstruction. 3. Hepatic steatosis.¿ records dated (B)(6) 2018 state the patient was seen for follow up after the CT scan. ¿overall she is doing well. She has no pain at her incision site. She does have a small recurrence of her hernia noted on the CT scan that is difficult to tell on abdominal exam. Given that this is asymptomatic and small at this time, I am going to follow this.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) medical center. (B)(6) md. Radiology-xr abdomen. Clinical history: pain. Conclusion: no acute finding. (B)(6) 2011: (B)(6) medical center. (B)(6) md. Procedure report. Procedure: esophagogastroduodenoscopy [egd]. Indications: darkish bowel movements yesterday. Impression: small hiatal hernia with mild reflux changes. Otherwise unremarkable upper endoscopy and I do not see anything here to cause gi bleeding. Her anemia may be a more chronic problem. (B)(6) 2011: (B)(6) medical center. (B)(6) md. Discharge summary. Referred for hemoglobin of 6. History of gastroesophageal reflux disease, was felt to have an upper gi bleed. Admitted on (B)(6), egd on (B)(6), given blood. Egd showed hiatal hernia with reflux changes, both the hiatal hernia 3cm, stomach appeared normal. Had melena and cramping abdominal pain. She was noted to not drink alcohol and smoke 2-3 cigarettes a day. Discharged home with diagnosis of esophagitis and gi bleed. Complains of increased gas and symptoms of irritable bowel. Schedule a colonoscopy as an outpatient. Final diagnosis: hiatal hernia. Esophagitis. Upper gastrointestinal bleed with acute blood-loss anemia secondary to above. (B)(6) 2011: (B)(6). (B)(6) md. Office notes. Presents today for surgical evaluation of distal transverse colon mass. States she went to the hospital for the flu and developed a gi bleed requiring blood transfusions. Colonoscopy (B)(6) 2011 and a malignant appearing mass near obstruction in the area of the splenic flexure/distal transverse colon and a second mass in the descending colon biopsies. Pathology revealed distal transverse colon mass with moderately to poorly differentiated adenocarcinoma and descending colon mass with multiple fragments, consistent with villoglandular polyp with focal features of high grade dysplasia. CT abd/pelvis (B)(6) 2011 reports fatty liver, pancreas does appear to be slightly prominent just medial to the splenic flexure. This large structure is thought to be concerning for being a colonic mass. In the cecum this hypodense area is of uncertain etiology. This could be stool but cannot entirely exclude the possibility of this also being a mass. She reports intermittent constipation and abdominal cramping, recent weight loss. Social history: no alcohol, has smoked on and off; now stopped for about 4 months. Weight 170 lbs. Exam: abdomen soft, no masses, not distended, no tenderness, normal bowel sounds. Diagnoses/treatments/plan: benign neoplasm, colon (polyp, hyper-plastic). Primary malignant neoplasm, colon, transverse. Surgical counseling. Colectomy. (B)(6) 2011: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: obstructing colon cancer in the transverse colon and additional mass in the descending colon. Postoperative diagnosis: obstructing mass in the transverse colon with synchronous disease in the descending and ascending colon. Procedure: subtotal colectomy with ileocolostomy. Intraoperative ultrasound of the liver. Splenic flexure mobilization. Anesthesia: general. Complications: none. Specimens: ascending, transverse, and descending colon to pathology. Drains: none. Estimated blood loss: 140 cc. Sponge and needle count: all sponge, instrument, and needle counts were recorded as correct x 2. Indications: this is a 43-year-old black female who underwent a colonoscopy and had a near obstructing mass in the transverse colon and synchronous mass in the descending colon. The ascending colon could not be cleared due to the obstructing nature. The patient was referred to surgery for definitive management. The risks and benefits of the operation were explained to the patient and her family and consent was obtained. Findings: a large obstructing mass involving the transverse colon with additional lesions in the descending and ascending colon consistent with synchronous disease. Thorough intraoperative ultrasound using the t probe of the liver revealed no evidence of metastatic disease. The splenic flexure was posterior to the inferior tail of the spleen and pancreas. Description of procedure: ¿the patient was brought to the operating theater. After the universal time-out was performed, she was prepped and draped using chlorhexidine. A midline incision was made and taken down through the linea alba. A bookwalter retractor was then inserted. A mass was easily identified on the mid transverse colon. The splenic flexure began to be mobilized by approaching this in a proximal and distal manner. By mobilizing toldt's white line on the left side and mobilizing the descending colon, the lenocolic ligament was taken down between the colon and the spleen. This mobilized away from the spleen and then the colon appeared to be posterior to the pancreas toward the imv. The pancreas was elevated up and a small bleeder was encountered on the inferior border of the pancreas. This was suture ligatured. The remainder of the lenocolic ligament was mobilized, mobilizing the colon out of the left upper quadrant. The space of riolan was then opened to mobilize further and avoid injury to the duodenum and the imv. This was then elongated over to the middle colic artery and vein and the inferior mesenteric artery and vein. The lesser sac was formally entered at the outside of the gastroepiploic arcades and the harmonic scalpel mobilized the omental bursa from the splenic flexure mobilization over to the pylorus. The hepatic flexure was then mobilized by performing a kocher maneuver down to the duodenum and mobilizing the hepatic flexure off of the gerota's fascia laterally. This elevated the hepatic flexure up and the white line was mobilized down to the ileocecal valve mobilizing the entire right colon into the wound. A blue loaded gia was fired across the hepatic flexure and the mesentery was taken down between clamps and ties over to the dissection at the descending colon where a blue loaded gia was fired across this area, sending the descending colon, splenic flexure, and transverse colon to the pathologist. The mesentery clamps were then suture ligatured at the middle colic. It was doubly ligated with a 2-0 suture ligature. On palpating the right colon, there was a large mass in the right colon. This was taken down and inspected closely and found in fact to not be anything but a tethered lesion. The right colon was scored all the way down to the terminal ileum and the mesentery was taken down between clamps and ties with a double suture ligature of the right colic vessels. This was sent to dr. (B)(6), who confirmed this to be a 7-cm cancer. The small bowel was run from the ligament treitz to the cut end at the ileum. The abdomen was copiously irrigated. There was no evidence of disease observed. Ultrasound was brought to the field. The t probe was used in a systematic manner to ultrasound all eight segments of the liver. There was no evidence of metastatic disease down to the resolution of the ultrasound. There appeared to be no stones in the gallbladder and no other pathology seen in the liver. Sweeping the mesentery away from the pelvis, the mesentery of the ileum was lined up with the mesentery of the sigmoid colon. A stapled side to side, functional end to end anastomosis was created by placing 3-0 silk stick ties, opening the colon and small bowel, inserting the stapler, firing it, inspecting the staple line with a rung out and strung out ray-tec. No evidence of bleeding. A second staple fire closed the enterotomies and the mesenteric defect was closed using a running 3-0 silk. There was a small bleeder at the staple liner. This was oversewn with an additional 3-0 silk. The abdomen was once again copiously irrigated. Nasogastric tube was placed in the antrum. The linea alba was reapproximated using a looped ethilon, the skin was closed with clips. The patient tolerated the procedure well, was transferred to the recovery room in stable condition.¿ (B)(6) 2011: (B)(6) medical center. (B)(6) md. Discharge summary. Discharge diagnosis: obstructing colon cancer in the transverse colon with additional mass in the descending colon. History of iron-deficiency anemia. Gastrointestinal bleed. Procedure: subtotal colectomy with ileocolostomy, intraoperative ultrasound of the liver, splenic flexure mobilization. Complications: none. Hospital course: underwent a colonoscopy and was found to have a near obstructing mass in the transverse colon and a synchronous mass in the descending colon who was referred for definitive management. After being seen in the clinic and having risks and benefits explained the patient was admitted and taken to the operating room for the above listed procedures. Following surgery the patient returned to the floor where she could receive close monitoring and treatment for her ileus that resulted following surgery. By postoperative day six she was ambulating, having positive bowel function, was without pain, was afebrile, tolerating a regular diet, incision was without signs of infection and she was discharged home. Discharge instructions: follow up with dr. (B)(6) in one week. Scheduled to see dr. (B)(6) and dr. (B)(6) as an outpatient in reference to pathology that revealed well differentiated adenocarcinoma of the right colon and terminal ileum as well as transverse colon and splenic flexure. (B)(6) 2011: (B)(6) medical center. (B)(6) md. Radiology-CT abdomen/pelvis. History: abdominal pain. Opinion: extensive fee intraperitoneal air and fluid, slightly more than would be expected for post-surgical case. A bowel perforation cannot be ruled out. Moderately severe small bowel ileus versus early distal small bowel obstruction. Small bilateral pleural effusions with basal atelectasis of both lower lobes. (B)(6) 2011: (B)(6) medical center. Blood culture. Final (B)(6) 2011; no growth after 5 days. (B)(6) 2011: (B)(6) medical center. (B)(6) md. Discharge summary. Discharge diagnosis: resolved ileus status post colectomy for adenocarcinoma. History of hypertension. History of anemia and gastrointestinal bleed. Procedure: none. Hospital course: recent subtotal colectomy with ileocolostomy and splenic flexure mobilization. Presented to the emergency room with complaints of new onset nausea, vomiting, abdominal pain, weakness, and diaphoresis after being discharged home from the hospital two days prior. Cat scan done at the hospital revealed severe small bowel ileus. Admitted and placed on intravenous fluids, antibiotics, antiemetics, analgesics, nasogastric tube to low wall suction that immediately returned a large amount of dark green bile. Experienced improvement in her nausea, vomiting, abdominal pain after several hours of nasogastric tube suction. After four days the patient had positive bowel function and her previous symptoms of abdominal pain, nausea, and vomiting completely resolved. At this time the patient¿s diet was advanced. On the eighth day she was afebrile, having positive bowel function, tolerating regular diet, was without pain, ambulating. Incisions were clear without signs of infection and her staples were removed. She was discharged home. Discharge instructions: follow up with dr. (B)(6) as an outpatient regarding new colon cancer diagnosis. Follow up with dr. (B)(6) in one month. Records between (B)(6) 2011 and (B)(6) 2015 were not provided. (B)(6) 2015: (B)(6) medical center. (B)(6) md. History and physical. Transfer from great rivers medical center for surgical evaluation. Started having abdominal pain 4-5 days ago after eating. Pain located epigastric area with pain radiating to umbilical area. Described as ¿twisting and cramping¿ that worsens when eating. Has taken mom [milk of magnesia] with minimal relief. Associated symptoms: fever, chills and nausea/vomiting. Presented to great rivers ed for evaluation. CT scan was done which revealed bowel obstruction and incarcerated incisional hernia. Surgeon was consulted with patient processing to surgery the next morning. Since that time patient has continued complaint of pain, bloating with no reported bowel movements or passing flatus although according to medical records obtained from great rivers medical center patient was passing gas while impatient there. Ng tube was placed while at great rivers and was on antibiotic therapy. Patient was not happy with the care that she received while at great rivers with patient requesting a second opinion from another surgeon. Medical history: colon cancer in 2011 and reporting she was told at great rivers this week that she is a diabetic. Surgical history: bowel resection secondary to cancer, tubal ligation, hernia repair. Social history: smokes 4-5 cigarettes a week, denies alcohol. Review of systems: fever, chills, nausea, vomiting, abdominal pain. Exam: appears to be in pain. Gastrointestinal: soft, positive bowel sounds, distended with generalized tenderness to palpation. Assessment/plan: intractable abdominal pain: repeat CT of abd/pelvis, hold ng tube for now, consult surgery in the am. Small bowel obstruction. Diabetes. Smoker: smoking cessation counseling. Physician addendum: agree with h&p. Newly diagnosed dm ii; will need diabetic education. (B)(6) 2015: (B)(6) medical center. (B)(6) md. Consultation- surgical. Had laparoscopic ventral incisional hernia repair with mesh on (B)(6) 2015. Transferred to our hospital on post op day 4 because she did not like the previous surgeon. Has had a continued postop ileus since surgery. Does have occasional flatus but has bilious emesis. Exam: abdomen is distended, incisions intact, tender to palpation in right upper quadrant over incarcerated hernia and presumably 12mm port site from previous surgery. Assessment/plan: small bowel obstruction: post op day 5 status post lap ventral inc hernia repair now with what appears to be incarcerated small bowel in right upper quadrant 12mm port site on CT scan. Explained the need for emergent repair and possible bowel resection. Explained she will likely have a postoperative ileus for a few days after this surgery. To or as soon as room is available. (B)(6) 2015: (B)(6) healthcare. (B)(6) do. Discharge summary. Transferred from (B)(6) medical center at her request for ongoing epigastric pain. She had undergone incarcerated incisional hernia repair at (B)(6), however, discomfort persisted postoperatively. Discharge summary/hospital course: status post repair incarcerated incisional hernia (B)(6) medical center; status post open incarcerated hernia incisional repair (B)(6) medical center. Was seen by general surgery and taken to the or for listed procedure. Postoperative course was unremarkable. The patient did develop modest loosely formed stools that was clostridium difficile toxin and antigen negative. Diabetes mellitus type 2-recent diagnosis: scaled insulin was provided preceding initiation of oral metformin. Exam; abdomen: modest surgical tenderness. There is no guarding, rigidity, rebound, tympany, distension. Gray turner negative. Cullen sign negative. Diagnostics in proximity to discharge: wbc 7.4. Plan: discharged to home. (B)(6) 2015: (B)(6). (B)(6) md. Office notes. Returns for follow-up after diagnostic studies. CT/abdomen/pelvis (B)(6) 2015 states prior proximal colectomy and ileocolonic anastomosis. On today¿s examination the small bowel loops are nondilated. There is no sign for obstruction. There is a hernia involving the ventral abdominal wall adjacent to the falciform ligament which contains a small loop of small bowel. This bowel loop is likely incarcerated but does not appear to be obstructed. There is adjacent ventral mesh and subjacent probable seroma. Underwent a ventral incisional herniorrhaphy by open repair of incarcerated incisional hernia on (B)(6) 2015. The hernia repair location was upper midline. She admits to having problems after surgery with complaints of continued flatulence and lower abdominal pain. States she has resumed limited activities, no lifting and no physical exercise. Past medical history: diabetes mellitus, type ii; history of colon cancer. Past surgical history: bowel resection with colostomy, hernia surgery, tubal ligation. Social history: denies alcohol; tobacco (former). Review of systems: flatulence and lower abdominal pain. Vitals: weight 215 lbs 8 oz, bmi 34.78. Exam: obese. Abdomen soft, non-distended, no hernias present. Incision well healed. Assessment: recurrent incisional hernia with incarceration. Plan: schedule surgery; consent open incisional hernia repair with biological mesh. (B)(6) 2015: (B)(6) healthcare. (B)(6) aprn. Discharge summary. Discharge diagnosis: recurrent incarcerated incisional ventral hernia. Diabetes mellitus. History of colon cancer. Obesity. Brief hospital course: diabetic obese lady who has a history of colon cancer status post colon resection in 2011. She developed bowel obstruction with an incarcerated incisional hernia that was treated at an outside hospital with laparoscopic repair of the hernia with gore-tex mesh. Postoperatively, she was transferred from that facility to our facility for prolonged ileus and actually was found to have an incarcerated loop of the small intestine at the trocar site from that hernia repair. We took her for repair of this. She recovered over the last few months. She quit smoking altogether. She continued to have some pain and did not seem like this typical postoperative soreness; therefore, she underwent a CT scan which showed an knuckle of bowel around the superior portion of the hernia repair where the hernia had recurred. This did not appear to be reducible. She was taken to the operating room for the above-mentioned procedure. Postoperatively, she was kept npo with an ng tube in place. Ng tube came out accidentally. Kept npo until bowel function returned. Diet was advanced as tolerated. By (B)(6) 2015, her vital signs were stable, she was afebrile, tolerating a regular diet, was on oral narcotics. We removed her drain. She was discharged home. She was instructed on no heavy lifting or strenuous activity for a total of 6 weeks. (B)(6) 2015: (B)(6) healthcare. (B)(6) aprn. Discharge summary. Discharge diagnoses: partial small bowel obstruction. Diabetes mellitus. History of colon cancer. Obesity. Brief hospital course: recently had an open repair of incarcerated incisional hernia on (B)(6) 2015. Presented to (B)(6) medical center with complaint of crampy abdominal pain. Was worked up by CT scan in the ed and found to have a partial small bowel obstruction. Transferred for further management. Kept npo with an ng tube in place. She started having bowel function. At that time her ng tube was removed. By (B)(6) 2015, she was tolerating a regular diet. She was discharged home to follow up in 2 weeks. (B)(6) 2016: (B)(6) healthcare. (B)(6) md. Procedure note. Procedure: colonoscopy. Indications: high risk colon cancer surveillance: personal history of colon cancer. Impression: patent end-to-side ileo-colonic anastomosis, characterized by healthy appearing mucosa. Non-bleeding internal hemorrhoids. The exam was otherwise normal. No specimens collected. No records after 1/22/2018 were provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated device code. H6: updated conclusion codes. H6: additional patient codes: 2240, 1865. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient codes (1695, 1930, 1932, 3191 other used for "I got even sicker," "gore tex mesh failed me," "almost died two times, somebody¿s got to pay me for pain and suffering") were reported based on the original complaint and are no longer applicable per gore¿s investigation. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable.

Manufacturer narrative:
Patient/device codes remain unchanged. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: records dated 7/25/2015 indicate the patient underwent lysis of adhesions with repair of a midline incarcerated incisional hernia and two additional small 3 cm incisional hernias. The records state: ¿there were multiple intraperitoneal adhesions present between the small bowel in the anterior abdominal wall. These were taken down using a sharp dissection¿¿ ¿small bowel was found incarcerated in the larger incisional ventral hernia and the bowel was freed by lysing adhesions of the bowel to the subcutaneous tissue. Following this there was a defect identified approximately 5 cm in diameter which represented the largest of the 3 incisional hernias.¿ the 7/25/2015 records state: ¿a piece of gore dual mesh measuring 15 x 19 cm or [sic] was selected. The mesh was labeled to maintain proper orientation and four-quadrant sutures were placed using 2-0 nylon to secure the mesh to the anterior abdominal wall. The mesh was then placed in the abdominal cavity and rolled flat. Great care was taken to make sure that the smooth peritoneal surface of the mesh was oriented to the peritoneal cavity. The mesh was secured by making several 1 cm incisions at an appropriate distance from the hernia and the sutures that had been secured to the mesh were brought out through the abdominal wall and secured, tying the suture to the underlying fascia and subcutaneous tissue. Following this the mesh was secured circumferentially using a pro tackter [sic]. In several places a double row of tacks were placed at the edge of the mesh and approximately 2 cm from the edge of the mesh. At the conclusion of this part of the case the mesh was securely attached to the abdominal wall with no gaps present that could allow bowel to adhere to the mesh.¿ ¿the patient tolerated the procedure well.¿ the 7/25/2015 records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/13412197) was implanted during the procedure. Post implant records detailing the patient's postoperative course were requested but were not provided.